Event description:
On (B)(6) 2021, a patient reported separately via email and phone an alleged adverse event related to a cellfina treatment. The patient alleged, "my cellfina made terrible indents on buttocks. I'm devastated!!!" The patient later stated during a phone call they experienced "craters" post-treatment, and initially following treatment she experienced bruising and "knots like cellulite." The bruising subsided; however, the patient alleged the knots are now cratered and wrinkled. The patient stated "she appears wrinkled as if she is 80 years old." According to the treating physician, this patient was treated on the bilateral glutes and bilateral posterior thighs. The number of releases for this treatment is as follows: right buttock 15, right post thigh 15, left buttock 10, and left post thigh 17. Six of the releases were teardrop and 51 were rectangular. Forty of the releases were performed at a depth of 6mm, and 17 of the releases were at a depth of 10mm. The total treatment time was approximately 2.5 hours. The physician stated the cellfina devices all performed as intended and no malfunctions occurred during treatment. The physician stated the patient did not follow post-treatment care instructions regarding wearing compression garments while the treated areas healed. Additionally, the physician stated, "the patient reported worsening skin contour irregularities and areas of skin deflation in the lower pole of the buttocks a few days following her cellfina procedure. The post treatment skin irregularities is in the area that was most severely retracted and tethered prior to the procedure. She admitted that she was only wearing compression garments at night and not 24/7 for 4 weeks as instructed. It's possible that the large release areas undermined supportive connective tissue elements. This in combination with skin laxity could have resulted in worsening appearance of the preexisting retracted area. The skin retraction is in the same location as the pre-existing/pre-treatment areas in the lower pole of the buttocks. It's hard to discern if this is an injury due to undermining of the supportive connective tissue structures or is this just an expected consequence given the large release area that will ultimately improve with collagen remodeling over time." According to the physician, (B)(6) the patient was not satisfied with the results of the cellfina treatment, it was reported the patient was treated with two sessions of acoustic wave therapy plus indiba three weeks following their cellfina procedure. The patient also underwent a brazilian butt lift (bbl), but apparently the surgeon did not transfer fat to the area with the tissue irregularity and volume loss. Recently, the patient received additional acoustic wave treatment (awt)/indiba treatments (two sessions). Given that the patient lives in another state, the physician stated it is difficult to get the total number of awt/indiba treatments performed. The physician also stated they are also considering hyperdilute scultptra and/or radiesse. The patient is extremely motivated to resolve this issue which has reportedly caused profound anxiety and distress. On (B)(6) 2022, the patient reported additional information via email. The patient stated: "I have had no improvement and need to know what to do as I'm very depressed from my cellfina results and have thought frequently of ending my life because of the deformity." An email was sent to the patient on (B)(6) 2022 urging her to seek out help from a family member, a clergy member, or an experienced professional. A link to the (B)(6) was provided. The patient responded on (B)(6) 2022 stating: "my problem isn't my mental state, but that fact my mental state has deteriorated after the procedure cellfina, which your company produces, and the botching and pain that came from it and the fact no one is helping me fix what has been done!" The physician was phoned on (B)(6) 2022 to notify the practice of the update from the patient. According to the physician's statements during that conversation, they have continually attempted to help this patient, but the patient has not been happy with the results. In follow-up appointments, it came to pass the patient had previous depression and body dysmorphia issues. The physician stated this patient had significant cellulite and pitting prior to the procedure. As a result, they were a little more aggressive with treatment than usual in attempting to resolve the patient's cellulite issues. Following treatment, the physician reiterated this patient did not follow post-treatment instructions to wear compression hosiery as directed to enhance healing. When a comparison of the patient's before and after pictures was performed, there was no significant difference in the patient's features according to the treating physician. The physician stated they had tried going above and beyond to make the patient happy, including paying for the patient's food and lodging to return to their practice for free indiba and awt treatments. However, as previously stated these treatment results were not to the patient's liking. Additionally, this patient travelled to the dominican republic for a bbl. In the end, the physician ended up refunding the patient's money and concluded the patient may not have been a good candidate for the results they were looking for. No additional information is available at this time.

Manufacturer narrative:
The physician reported the cellfina system worked as intended and no malfunctions occurred during this treatment. The cellfina kit used to perform this treatment was discarded and not available for return for evaluation, and the lot number of the cellfina kit was not provided. As the device information for the cellfina kit was not provided, no device manufacturing evaluations could be performed. The event application site "skin surface convexity, depression or other irregularity" is a known risk based on the current united states instructions for use (IFU). As this patient's reported issues have lasted a considerable time following treatment, permanent damage could not be excluded with certainty. Causality for the event application site "skin surface convexity, depression or other irregularity" is potentially related to this patient's non-compliance with post-treatment instructions. A review of the patient complaint trend analysis for the reported conditions of skin surface convexity, depression or other irregularity, hematoma, anxiety, patient other (suicidal ideations), and tenderness/soreness/pain/sensitivity to touch found no trends related to these conditions have been identified and will continue to be monitored. No additional information is available at this time. If additional information is received, a supplemental medwatch will be submitted.